Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the inner surface, (white, yellow and red) particles in the shell, one opening curved on radius and crease flat. Leak test and microscopic analysis was performed which identified one opening striated on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.